Manufacturer narrative:
No report of patient involvement. This product is sold only in (B)(6), thus there is no us product code. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. This product is only sold in (B)(6), thus there is no us 510k. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.